Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Lot: b4abr4000. No deviations or nonconformances were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received via cd shipment last (B)(6) 2019. After review of medical records, the patient was revised to address mechanical loosening of the acetabular component, metallosis and significant acetabular bone loss. Patient has a history of an acetabular fracture with subsequent placement of a reconstruction plate and screws. Operative findings include presence of a gray stained fluid and metal staining along the soft tissues around the hip. When the acetabulum was exposed, the surgeon removed the screws from the plate. Three of the screws were found to be broken. The surgeon removed the proximal parts of the broken screws and left the broken parts within the bone . There were no inscriptions are grossly visible on the screws or on the plate. Doi: (B)(6), 2009; dor: (B)(6) 2018; (left hip).